Event description:
The patient had both an implanted neurostimulator (ins) and sensors for their diabetes, and the patient reported that both influenced each other; changes in stimulation/effect could be felt when both a sensor and the ins were active. 8 sensors of the dexcom g7 have now broken. Dexcom indicated that a magnetic field was created by the ins that damaged the sensors. The glucose sensor worked fine when the ins was off. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference reports: mw5166704, mw5166705, mw5166706, mw5166707, mw5166709, mw5166710, mw5166711.